Event description:
It was reported that during central processing, the user facility identified frayed wires at the distal end of the mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The instrument has been received; however, failure analysis investigations have not been completed at the time of this report. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there was a frayed grip cable at the distal idler pulley that was sticking out at the instrument's wrist. The frayed grip cable was also found derailed. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. Other cables at the wrist were not damaged. Additional observations not reported by the customer were pulley and main tube damages. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. Scratches were short in length and were not axially aligned with the tube. Evidence not conclusive, but the pulley and main tube damages may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments the customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.